Manufacturer narrative:
This is a report of a use error, where the patient connected the patient line to the transfer set without checking for air. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The drain volume was 2ml. The technical service representative (tsr) had the patient check for air in patient line and the patient stated the patient line had air. The patient was not aware about checking the patient line prior to connecting. The tsr explained proper way to set up for therapy. The tsr assisted the patient to end the therapy. The patient was to set up with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.